Event description:
It was reported that the filter had migrated caudally and is tilted anterior and to the right. This was detected approx 11 days post implant after the pt presented with abdominal pain. The inner diameter of the pt's vena cava is 28mm. It is not known whether the pt had any medical procedures or treatments performed following placement of the filter. The physician has referred the pt to another facility for retrieval.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter has not been returned for evaluation as it remains implanted. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.